Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing high blood glucose (bg) levels (400-600 mg/dl); cause was unknown. Correction boluses via the pump were delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.